Event description:
Meter name: one touch ii, strip name: one touch, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: shaking. A patient reported they ignored message. Their meter allegedly would only prompt message not ok. The result on their meter was 184mg/dl. Treatment was none. No further information has been reported.